Event description:
On (B)(6) 2018, the lay user/patient contacted lifescan (lfs) USA alleging that their onetouch verio flex meter read inaccurately high compared to their feelings and/or normal results and also gave an unknown error message. The complaint was classified based on additional information obtained by the customer care advocate (cca) during a follow up call with the patient. The patient was unable to state when the alleged product issues occurred, but alleged to have obtained a blood glucose result of ¿555mg/dl¿ with the subject meter. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine the possibility of inaccuracy. The patient manages their diabetes with insulin (no adjustments) and did not make any changes to their normal diabetes management regimen as a result of the alleged product issue. The patient stated that one day after the alleged product issues occurred they developed symptoms of ¿shaking, dizzy and blurry vision¿. The patient informed the cca during the follow up call that ¿soon¿ after these symptoms developed they self-treated by drinking water. No medical intervention was required as a result of these symptoms. At the time of troubleshooting the cca noted that the unit of measure was set correctly on the subject meter and the patient could not walk through a control solution test. The patient¿s products were replaced. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.